Manufacturer narrative:
Corrected fields: h3, h6 (remove codes 10, 213). The device was received, however, evaluation was not performed for the reported issue. Device was discarded.

Event description:
It was reported that the pump did not appropriately declare cgm high and low alerts. There was no reported impact the customer's blood glucose level. Although requested by tandem technical support, customer was unable to upload data for review.